Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they received off no power alarm without low battery alarm. The customer's blood glucose was unknown at the time of incident. The customer's mother stated that the anomaly occurred more than once. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests or verify off no power, low battery, weak battery alarm or any alarm due to failed battery test alarm. However, the insulin pump powered up properly after battery installation and no blank display noted. The insulin pump was received with minor scratched lcd window, scratched case, cracked battery tube threads, broken reservoir tube lip and cracked case at the reservoir tube window corners.